Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# 0206369214, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had undergone a surgery two months prior to report and had not felt stimulation since the operation. Impedance testing found high impedances on the patient¿s lead. The lead was replaced as a result of the event and this had reportedly resolved the issue. There were no patient complications associated with the event and the patient was alive with no injury at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported that electro cautery had been used during the surgery that led up to the device issue.

Event description:
Further information reported the patient's surgery was a knee surgery. It was unknown whether general or local anesthetic had been used during the procedure. The patient was reported to have been receiving effective stimulation prior to the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis of the lead found that ¿all conductors were broken 19.4 cm from the distal end.¿